Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having couple of spots on her heart. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged couple of spots on her heart and heart has become weak from using the device. The medical intervention that the patient received in response to the event is currently unknown. The reported event and its reported severity was reviewed by the manufacture's clinical expert. The event is not related to the device in this case. Based on the available information, the manufacture concludes, no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device and found evidence of sound abatement foam degradation/breakdown in the base unit. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure, and air path suggesting a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation however, presence of contamination in the air path was confirmed.